Event description:
It was reported that the physician's (B)(4) hand held screen was freezing upon successful interrogation of vns pt's devices. The physician was aware of the recommended troubleshooting to remove and reseat the software flashcard; however, because the event continues, the physician has requested a new hand held to replace the non-working device. Good faith attempts to obtain the hand held and software flashcard for analysis have been made, but the devices have not been returned to date.